Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery tests. No significant events preceded the battery issues. The customer tried multiple kinds of batteries, multiple battery caps, and they cleaned the interior of the battery compartment, but the failed battery test alarms persisted. No further details were provided. The insulin pump will be returned and replaced.